Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site. The patient did not experience any trauma recently or weight changes. Patient indicated she did not like where the ipg was located. Surgical intervention may occur later to address the issue.